Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/15/2018. Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.8 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed. At this point is not possible to determine the etiology of the yellow material found on the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with an unknown mentor saline prosthesis. The final fill volume of the right prosthesis was 300ccs, and the final fill volume of the left prosthesis was 275ccs. Right sided deflation was diagnosed by a physician post procedure. As a result, bilateral prosthesis replacement with 500cc mentor memorygel breast implants was performed on (B)(6) 2018.